Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 18.4-21.2cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 13.7-15.2cm from the distal end of the svc shock coil.

Event description:
It was reported that when a patient presented for a generator change-out due to eri, externalized conductors were observed through fluoroscopy. The physician elected to explant and replace the lead. The patient was stable.